Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of a questionable ise indirect na for gen.2 result for 1 patient tested on a cobas 6000 c (501) module. The initial sodium result was 161 mmol/l with a repeat result of 138 mmol/l. The same patient sample was also tested on another analyzer and a sodium result of 138 mmol/l was obtained. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The sodium electrode lot number was a 83 with an expiration date that was not provided. The investigation is currently ongoing.

Manufacturer narrative:
Relevant test/laboratory data was updated. The customer provided two more examples of erroneous sodium data. For patient 2, on (B)(6) 2018 the initial sodium result was 169 mmol/l with a repeat result of 141 mmol/l. For patient 3, on (B)(6) 2018 the initial sodium result was 165 mmol/l with a repeat result of 142 mmol/l. A sodium result of 139.0 mmol/l from an unspecified system was also provided. For both patient's 2 and 3, it is unknown if the erroneous results were reported outside of the laboratory or if there was an allegation of an adverse event. Clarification has been requested but not yet provided. The investigation determined that the issue observed is consistent with a contamination by sodium ions from a not properly washed out sodium hydroxide (naoh) solution in the reaction cells.

Manufacturer narrative:
For patient 2 and patient 3 clarification was provided and for both patients, the erroneous results were not reported outside of the laboratory and there was no allegation of an adverse event.